Event description:
Customer reported a malfunction that occurred when a cartridge was changed outside of the load sequence. There was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to use manual insulin therapy temporarily and received a replacement pump with updated software. Support provided instructions for returning the malfunctioning pump and setting up the new pump, which the customer understood and acknowledged.